Event description:
A malfunction on the pump was reported by the caller, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump and assisted the caller with this process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while also being told to call back if any issues happened again.